Event description:
It was reported that during a patient initiated interrogation (pii) the implantable cardioverter defibrillator (ICD) device data was not being received by the clinic. The patient followed up with their health care professional (hcp) after they received an inappropriate shock from their device and reported feeling unwell and experienced discomfort/pain. Upon interrogation of the device it was found to be operating in safety mode. This ICD was subsequently explanted and replaced. No additional adverse patient effects were reported. This ICD has not been returned for analysis.

Event description:
It was reported that during a patient initiated interrogation (pii) the implantable cardioverter defibrillator (ICD) device data was not being received by the clinic. The patient followed up with their health care professional (hcp) after they received an inappropriate shock from their device and reported feeling unwell and experienced discomfort/pain. Upon interrogation of the device it was found to be operating in safety mode. This ICD was subsequently explanted and replaced. No additional adverse patient effects were reported. This ICD has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.